Manufacturer narrative:
Evaluation results code: device history review found the product met specifications when released for distribution. Analysis: a 7 cm section of the ascending aorta was returned for analysis with the valve intact. All leaflets were stiff and covered with a thick thrombotic host material on the outflow side. Pannus covered the tissue and base stitching, as well as the entire sewing ring on the inflow, extending on to all the cusps, slightly reducing the inflow orifice areas. Thrombotic host material filled and stiffened all the leaflets on the outflow side. Vegetative host material was noted between all coaptive ridges extending into all inferior coaptive areas. Conclusions: reduced performance of the valve due to pannus, thrombus and vegetative host material, conditions generally attributed to the pt. The device was in service and functioning normally for 11 months. Prior to the gastric bypass procedure, the valve was evaluated and determined to be functioning normally. Shortly after the gastric bypass operation, the pt symptoms began, indicating the gastric procedure may have precipitated the clinical findings.

Event description:
Medtronic received info that this morbidly obese patient died one year post implant of this bio-prosthetic aortic valve. The post operative course was uneventful and at subsequent bariatric surgery (date unknown). Echocardiographic eval revealed a normal functioning valve with a mean gradient of 30mm/hg. Bariatric surgery was successful with no complications. After discharge, the pt experienced dyspnea and was admitted to the emergency room after ten days of symptoms. On admission to the ER, the pt was cyanotic with a mean gradient of 110 mm/hg across the aortic valve. Echocardiographic visualization of the valve was compromised by the patient's condition, and the pt expired before further investigation was completed. The valve was explanted and will be returned for analysis.